Manufacturer narrative:
On 9/8/2015, we became aware that the information provided in the other remarks section was not submitted on the initial emdr. Concomitant medical products. Boston scientific alliance 2 inflation gun, cook tracer metro direct wire guide (metii-35-480-a-j). Investigation evaluation: our evaluation of the returned biliary dilation balloon determined the balloon material has two pinholes, rendering the device inoperable. During our evaluation the balloon was inflated with water using a quantum biliary inflation device. During inflation, we observed water leaking from two pinholes in the balloon material near the center. No portion of the balloon material is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided with this report indicated the balloon did not receive lubrication prior to advancement through the endoscope. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user with step by step instructions on how to maintain negative pressure. Negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use state, "while compressing the plunger lever, pull the plunger handle until vacuum is indicated on pressure gauge. Maintain a vacuum with the handle, then release the plunger. The balloon dilator is now ready for placement through the accessory channel of the duodenoscope." Prior to distribution, all quantum ttc biliary balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, the balloon did not receive lubrication prior to advancement through the endoscope. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic papillary balloon dilation (epbd), the physician used a cook quantum ttc biliary balloon dilator. When the user attempted to inflate the balloon, leakage from the proximal end of the balloon was confirmed. Another manufacturer's device was used instead to complete the procedure. On (B)(6) 2015 the device was received for evaluation. Our evaluation determined there are two (2) pinholes in the balloon material.